Manufacturer narrative:
(B)(4).

Event description:
It was reported that it is not possible to pass the guidewire through the syringe. No patient harm was reported. The patient's condition is fine.

Event description:
It was reported that it is not possible to pass the guidewire through the syringe. No patient harm was reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one video for analysis. The complaint of guidewire and syringe resistance was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Precaution: do not reinfuse blood to reduce risk of blood leakage from rear (cap) of syringe. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire. Remove introducer needle and arrow raulerson syringe (or catheter) while holding guidewire in place." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.